Event description:
It was reported that the patient was feeling a beating on their chest and complained possible device moving from its location. A remote transmission was received in the clinic and no electrical abnormalities were observed. Further assessment for an in-clinic visit was discussed with the patient but the patient has not been seen.